Event description:
As stated by an arjohuntleigh technician (B)(6) 2012: concerto side rail won't lock. Side rail catch was broken, reserve cap was missing and mattress pad was worn. Replaced listed parts. This equipment was voluntarily tagged out of service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.